Event description:
It was reported that during testing of the shaver handpiece, it ran on its own. There were no reported injuries or delay with this event.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation: an investigation of the returned shaver handpiece, found that it has the potential to activate on its own. A design change has been implemented for this mode. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failure.